Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to recurring urinary incontinence. A new artificial urinary sphincter balloon was implanted. Following the surgery, the patient was okay.